Event description:
The catheter exhibited a break from where the drug leaked. The device had been placed for 7 days prior to the incident.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.